Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cracking at the base of the optic had occurred three times in a row. No product will be returned as the lens remains implanted. It was indicated that the injector for all the lenses were discarded. It was indicated that almost all the scratches (cracks) are the same. It was confirmed that there was no damage to the tip of the cartridge. There were no surgical interventions required. There was no problem with patient's health condition and no patient injury reported. The type of lubricant used is unknown, when adding viscoelasticit material, the device is removed from the tray. It was indicated that they used both perfusate and viscoelastic and there was not too much viscoelastic in the lens case. The speed of the lens extruding was constant speed in about 2 seconds. Leaving time after adding eye mucilage was within 3 minutes and no resistance was felt. The leaving time of the lens folded in the cartridge was within 10 minutes and there was no problem when pushed the plunger. The additional information received confirmed that the account followed the direction for use and the device precautions. That they stored the device at the correct temperature, used the device with viscoelastic material at the correct temperature and did not leave the lens in a folded position for more than 10 minutes when using the device. No further information was provided. This MDR report pertains to the event reported on the lens with sn (B)(4). Separate reports will be submitted for the other events.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jun 15, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: a total of 4 nhu (not for human use) dcb00 samples (three used and one unused) were received. Visual inspection under magnification complaint lab revealed that all three intraocular lens (iol's) were received with viscoelastic residue on the optic body and haptics. All three lenses were cleaned and no cosmetic issues were identified. Visual inspection under magnification performed by the añasco manufacturing team for the three used samples and unused samples revealed no defects on the lenses and no defects or assembly issues on the returned handpieces. Furthermore, the dye test was performed and all results were accepted within acceptance criteria per mi723 (dyeing of cartridges coated with biocoat material). Based on photos of returned product, there was no observed viscoelastic residue observed inside the cartridge suggesting inadequate amounts of ovd (ophthalmic viscosurgical device) was used. If the handpiece is not horizontal during the 3-minute dwell time, the ovd may leak out and the necessary lubrication for deployment may not be met. If the lens is not properly hydrated the lens can rotate which may potentially explain the location of the repeated lens damage alleged by the customer. Therefore, inadequate ovd usage and low lubricity was found to be the potential cause behind the complaint issue and the customer/sales rep complaint issue reproduction experiments. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.